Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on the second day after a single-use sterile urinary foley catheter was inserted for the patient, at 10:50 a.m. While resting in bed, the patient reported fluid leaking from the urethral opening. The patient immediately notified the nursing staff. Upon examination, the foley catheter was found to have slipped out. The catheter balloon was intact with no rupture, and the saline solution had been completely drained. The patient had no urethral injury. The incident was reported to the physician, who confirmed that 20 ml of saline had been injected into the balloon during catheter insertion, confirming that the procedure was performed according to standard protocol. The patient was reassured and provided with health education, advised drinking plenty of fluids, and encouraged to attempt spontaneous urination. Urination status was monitored.